Event description:
Sorin group received a report that during priming for a case, the touch screen of the s5 roller pump was intermittently not working. The incident occurred during prime, there was no pt involvement.

Manufacturer narrative:
No pt involvement reported. Sorin group (B)(4) manufactures the s5 touch screen which is a component of the s5 roller pump. The 510(k) number of the s5 roller pump is k071318. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during priming for a case, the touch screen of the s5 roller pump was intermittently not working. The incident occurred during prime, there was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.